Manufacturer narrative:
Device evaluation: dimensional inspection found lens within specifications. (B)(4).

Manufacturer narrative:
Corrected data: device code 1494: off- label : acd < 3.00mm should be added to the initial MDR. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm, vicmo 12.6, -14.00 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.